Event description:
Ureteral stent placed. Patient discharged but continued to have complaint of pain and urinary retention. Patient was brought back to or for a cystoscopy where it was determined that the stent was obstructed. This was confirmed by the urologist when he could not pass a guidewire through the stent. Original stent was removed and a new one (from a different manufacturer) placed three days later. The patient did have some additional lithotripsy to assist in breaking down his remaining kidney stones. Patient discharged home in stable physical condition. No injury to patient, just additional pain and discomfort.